Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced a stroke. Symptoms included some mild aphasia. The condition is listed as continuing and improved. Three days postprocedure, the patient was discharged to home. There was no additional information provided. Study event.